Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had unexpected shutdown due to internal battery issue and displayed an upload stopped error on the server. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where device showed uploads in retry mode. A technical support specialist (tss) identified that the system was in retry mode and resolved the issue by following the knowledge article (ka) medes retry mode: insert into tx.transactionsession dispensingdevicesnapshotkey. The root cause of the issue occurred when device settings were changed while the station and server were not communicating. This created a snapshot record on the station that was not updated on the server. When communication was restored, transactions linked to this unmatched snapshot triggered retry mode as they attempted to sync with the server. After troubleshooting, the device communicated properly, both uploading and downloading. The system functioned as intended after the technical support specialist troubleshot the device.